Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the complaint by finding entries of the specimen level detection failure error in the error log. The fse was able to reproduce the complaint by running samples and getting the error. The issue was resolved by replacing main arm. The fse also checked and adjusted alignments for main arm. The instrument was validated by running quality control (qc) and patient sample. The qc results passed and were within published ranges. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 24jun2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 2062 - specimen level detection failure by main arm cause: no liquid level was detected even after the specimen dispensing tip was lowered to the bottom of the container. The measurement result will be flagged (ss flag). Solution: verify that the specimen is in the correct position and its volume is sufficient. If retry fails, contact tosoh service center or local representatives. The probable cause of the reported event was due to the failure of the main arm.

Event description:
A customer reported getting error message 2062 - specimen level detection failure by main arm on the aia-2000 instrument. The customer states that they run sst tubes on both instruments and this instrument has an issue with the sample tip going deep into the gel in the tube and then clogging the sample nozzle. A technical support specialist (tss) discussed the possibility of the sample nozzle not making proper electrical connection to the sample tip and the customer they have already been cleaning the sample nozzle tip to eliminate this. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth), prolactin (prl), and follicle stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.